Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation that the heater plate was hot and damaged the nightstand, and also the mask was pulsating. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed dust-like contamination on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, heater plate, heater plate spring, and bottom enclosure. Manufacturer observed dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, heater plate, heater plate spring, and bottom enclosure, q6 and q7 heater plate components of the pca were observed to have corrosion to them. The issue of thermal damage to the heated tube circuitry. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 13 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a presence of dust like contamination and unable to address the patient's symptoms.